Manufacturer narrative:
This device was explanted on (B)(6) 2020 due to eri status. The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned device data were analyzed. The device status eri was confirmed. The battery voltage in relation to the charge drawn from the battery was then checked, which turned out not to be as expected. Based on the available data, the cause could not be determined. The inspection of the product itself is necessary for a root cause analysis. If the device itself should be available, this report will be updated accordingly.

Event description:
After an implantation period of approximately 29 months, it was reported that the device shows the eri status during a follow-up. No adverse patient side effects have been observed.